Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. After a guide wire crossed the lesion and plain old balloon angioplasty was performed with a 2.0mm balloon catheter, a 2.50 x 28 synergy¿ drug-eluting stent was advanced but slight resistance was encountered and the device failed to cross the lesion. The device was completely removed and it was noted that the distal edge of the stent struts was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.